Event description:
Additional information was received on (B)(6) 2013 when it was reported that the handheld and flashcard were received by the manufacturer for product analysis on (B)(6)2013. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the handheld and flashcard. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the flashcard and software performed according to specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
On (B)(4) 2012 it was reported that the physician's handheld was freezing on various screens the previous wednesday. Multiple hard resets were performed but the screen was still freezing. Attempts for the return of the handheld and flashcard were made but the products have not been returned for product analysis to date.

Manufacturer narrative:
.